Event description:
It was reported that a hospital staff member was driving the patient side cart (psc) in reverse when her hand became caught between the cart handle and the wall. Her hand was red, however, was found to be without injury. No additional information was provided.

Manufacturer narrative:
The patient side cart (psc) is the operative component of the da vinci s system and it's primary function is to support the instrument arms and camera arm. The psc has a drive function to allow for ease of movement and storage. When the power button on the psc handle is pressed the psc moves, then depressed the psc will discontinue to move. It was concluded that the user was not aware of the proper operation of the psc drive function, therefore, causing a hazardous situation. As of november 25, 2008, there have been no reported recurrences of the issue at this hospital.